Manufacturer narrative:
The catheter (lot number: n192418008) was returned for analysis. Analysis of the device found coring, tearing, or cuts in the seal of the sutureless connector which met the leak criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving hydromorphone (10 mg/ml at 1.802 mg/day), bupivacaine (20 mg/ml at 3.605 mg/day), and baclofen (1000 mcg/ml at 180.2 mcg/day) from their implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2015 during a pump replacement there was no cerebrospinal fluid (csf) back flow when the catheter was checked. As a result, the surgeon cut the sutureless connector plus an additional 1.7cm from the spinal segment and there was csf flow through the catheter. The connector segment was replaced. It was noted that the dose was decreased by 10% after the connector was replaced. No patient symptoms were reported. The hcp suggested that tissue may have gotten into the catheter connection and/or catheter which may have inhibited flow. The hcp suggested that the pump connection be improved so that in addition to the metal on metal connection, there is an o-ring type design of a non-metal material which would prohibit surrounding tissue from interfering with the catheter flow. Further follow up was done to determine the type of the baclofen.